Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on plug unit, a noise image occurs and due to shortcut of circuit board unit, e218 (scope malfunction err) occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of flash seen on image and due to damage on plug unit, a noise image occurs was most probably caused by accumulation of electrical stress due to repeated current application, the generation of static electricity, and the addition of accidental overcurrent, such as leakage from other products, may have damaged the internal board of the connector, affecting the image output, and the issue of due to shortcut of circuit board unit, e218 (scope malfunction err) occurs was most probably caused by failure of components mounted on the electrical board (ic chips, capacitors, etc.) Due to stress during use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed a snowy image. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide updates to the previously submitted emdr. Updated fields: d8, e4.

Event description:
No new additional information received from the customer.